Manufacturer narrative:
Visual inspection of returned product found the instruments appear to have water stains and not rusting. Based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Condition of the part can be related to cleaning or sterilization leaving behind what are believed to be water stains. Complaint history review identified similar complaints however, no adverse trends were identified. Multiple MDR reports were filed for this event, please see associated reports:07895 and 07896. Zimmer biomet complaint (B)(4).

Event description:
It was reported there is signs of rusting on the versanail reamer instruments. The issue was identified when the tray was opened and a different set of instruments were used to complete the procedure.